Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the patient line. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The report of a leak is an allegation against the cassette; however, since the product code is unknown, there will not be a us 510k number provided. It is being reported as it is the same or similar to a product distributed within the u.s. The sample is not available and there was no lot information provided. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) reported to baxter (B)(4) that the patient line of her peritoneal dialysis (pd) cassette was leaking. The hp stated she was advised by her renal nurse just to shut off for the night and not to do the treatment. The hp stated she was not connected to the device. There was no patient injury or medical intervention.